Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations was confirmed. In addition ,evaluation found flickering was occurring in the image; there is corrosion on the scope mount. A definitive root cause of the phenomenon cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head was noticed with a cut on the cable. The issue happened in an unspecified procedure. There were no reports of patient harm.